Event description:
A female complained of persistent post-treatment nausea, vomiting, and slight dysphasia. She requested reversal of her plicator treatment. The plicator treatment was successfully reversed via endoscopic intervention 4 months subsequent to the initial treatment. The pt reported "100% recovery (no emesis or pain)."

Manufacturer narrative:
Conclusions: there is no apparent malfunction in this instance. There have been frequent previous reports of sustained, significant, post procedure discomfort in patients who have received plicator gerd therapy. In all cases, symptoms resolved upon reversal of the plicator procedure. We will continue to monitor the frequency of such reports going forward.